Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The adc device prematurely detached and the customer was unable to obtain glucose readings. The customer experienced weakness and self-treated with cake. There was no report of death or permanent impairment associated with this event.